Event description:
It was further reported that there was no attempt to remove the wire fragment and the patient will not be rescheduled.

Event description:
It was further reported that there was no attempt to remove the wire fragment and the patient will not be rescheduled.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed a fracture in the distal end of the wire; detacfhment of the ribbon in the welding zone was observed. The guide wire was bent at 181.9-182.9cm from the proximal end. The outer diameter of the device measured in undamaged areas met specifications. External ((B)(4) lab) analysis identified no evidence of rupture and/or overload over solder layer or wire surface. The wire exhibited discontinuous solder layers containing sn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. Vascular access was obtained via the right radial artery. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The pt2 moderate support guide wire was advanced to the lesion with resistance noted. The physician was able to pass through the stenosis a few millimeters. A non bsc 1.5x10mm balloon catheter was advanced over the wire to assist in advancing through the lesion, but he then wasn't able to move or turn the guide wire. During withdrawal of the devices, 10mm of the pt2 guide wire's distal tip detached in the lesion. The procedure was not completed, it was not possible to open the rca chronic total occlusion. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).